Manufacturer narrative:
(B)(4), currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's friend reported via phone call that customer experienced low blood glucose of 40mg/dl. Customer had headache and treated with 2manual injection, a soda and sandwich. Customer declined to troubleshoot for low blood glucose. Customer advised to change infusion set and monitor pump, call back to troubleshoot for low blood glucose needed. Insulin pump will not returned for analysis.